Event description:
It was reported that during a procedure to treat a lesion in the mid right coronary artery with heavy tortuosity and heavy calcification pre-dilatation was performed. A 3.5x15 rx xience v stent delivery system (sds) was advanced but could not cross the lesion. Several unsuccessful attempts were made to cross the lesion and force was applied to the sds. The sds was withdrawn from the patient anatomy without resistance. Reportedly, the stent implant was found to have moved on the sds balloon but it is unknown if it moved proximally or distally and if the stent implant was loose on the balloon. A non-abbott stent was implanted to treat the target lesion. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: tgv markerwire, guide catheter: heartrail (terumo). (B)(4) - against resistance. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the (B)(4) xience everolimus eluting coronary stent system instructions for use (IFU) states: do not advance or retract the catheter if resistance/anomaly is met during manipulation. Continuing to advance or retract the catheter may result in damage to the vessels, separation of the catheter, tip damage and/or stent dislodgement. Based on the information reviewed, there is no indication of a product deficiency.